Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited oversensing and noise was noted on stored electrograms (egm). The right ventricular (rv) lead also exhibited short v-v intervals and oversensing. Both leads were inactivated and replaced. No patient complications have been reported as a result of this event.